Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for this damage. However, it is presumed the likely cause of the reported malfunction is traced to component failure from stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling on the adhesive around the light guide lens. There was no patient involvement.